Event description:
The complainant has reported that a patient (age and gender unknown) underwent a routine replacement of the enteral feeding device in 2006. The physician reported when he pulled the device, by hand, the shaft and outer bolster were detached. The bolster remained inside the patient. The procedure was successfully completed and the bolster "retrieved successfully with scope later on". There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access, and maintenance procedures.